Manufacturer narrative:
(B) (4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. This was the only product experience from lot number c36639. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that a strata valve was noticed to have a hole during surgery. There was no impact to pt. The valve was thrown away into sharps container and unavailable to be returned.